Event description:
It has been reported by an end user that the stitching on the sling for an rpl450-1 lift came loose by the straps, and the end user fell to the floor. The end user stated that his head hurts, he's dizzy, and has a cut on his back. No medical intervention had been sought at this time.